Manufacturer narrative:
Results: no physical samples or photos were received from the customer. A device history record showed zero defects. Conclusion- unconfirmed - a root cause could not be confirmed. Based on the results of this investigation, bd was not able to duplicate or confirm the customer¿s indicated failure. UDI# (B)(4).

Event description:
It was reported the needle from a 27 g x 1/2 in. Bd¿ general use sterile hypodermic needle broke off in the patients skin. Medical interventions are unknown.